Event description:
It was reported that the patient presented for a routine check in clinic. It was noted the pacemaker could not be fully interrogated. Battery longevity and lead measurements could not be seen on the fast path screen. The data remained blank and the programmer was unresponsive. Two different orogrammers were attempted but the same result was obtained. The pacemaker seemed to function appropriately but magnet rate was not tested to assess battery levels. Further assessment was conducted and the pacemaker was not thought to have reached the elective replacement indicator (eri). Electromagnetic interference (emi) caused by a power outlet or other source close to the programmer was suggested as a cause. The physician considered it abnormal device behavior. No procedure was conducted. The patient was stable before, during and after the device check.